Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to oversensing and pacing inhibition. The lead was dislodged. The physician tried to reposition the lead but there was tissue lodged in the tip of the helix. No adverse patient events were reported.